Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had blank display. The customer's blood glucose value was unknown. Customer reported that she inserted a new battery and her pump screen remained blank. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The device will not be return for analysis.